Event description:
A broken distal femur plate was discovered by x-ray on an unknown date. A revision procedure is expected in the near future. The revision procedure date was not specified. The fracture is a hypertrophic non union, from the x-ray there appeared to be a step off where is looks like the plate may be broken. It was not 100% clear that the plate broke all the way through or not. No additional information provided. This report is for an unknown femoral plate. This is report 1 of 1 for complaint number (B)(4).

Manufacturer narrative:
This report is for 1 unknown femoral plate. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.